Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with cracked at the corner display window, cracked battery tube threads, scratched screen, cracked reservoir tube lip, and broken belt clip slot.